Event description:
The customer reported that the system displayed generator error messages. The battery block was defective.

Manufacturer narrative:
(B) (4). The ge service rep replaced the battery block. The system operates as intended.